Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that when the patient presented in the hospital with vf episode, egm showed noise on ra and rv leads. The physician was not able to reproduce the noise with isometrics. Clavicle crush was suspected. The lead was explanted.